Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited difficulty in pairing to their mobile application. It was suspected that the patient's ICD had exhibited a loss of bluetooth telemetry. Programming changes were made and bluetooth connectivity was restored. There were no patient consequences.